Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's son reported the customer experienced symptoms of dizziness and vomiting and obtained a sensor scan result of 17 mmol/l. Customer was taken to a hospital where a reading of 'hi' (reading greater than 27.7 mmol/l) was obtained and she was diagnosed with diabetic ketoacidosis (dka). A fasting sensor scan result of 6.0 mmol/l was obtained and compared to a hospital meter reading of 20 mmol/l and customer was treated with "anti-ketone" medication, intravenous fluids, and her insulin was increased. Customer was still hospitalized at the time of report. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's son reported the customer experienced symptoms of dizziness and vomiting and obtained a sensor scan result of 17 mmol/l. Customer was taken to a hospital where a reading of 'hi' (reading greater than 27.7 mmol/l) was obtained and she was diagnosed with diabetic ketoacidosis (dka). A fasting sensor scan result of 6.0 mmol/l was obtained and compared to a hospital meter reading of 20 mmol/l and customer was treated with "anti-ketone" medication, intravenous fluids, and her insulin was increased. Customer was still hospitalized at the time of report. There was no report of death or permanent injury associated with this event.